Event description:
It was reported that during a carelink transmission the egm's from the device were "bad" and could not be used for evaluation. The device was later explanted and replaced due to eri (elective replacement indicator). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion-normal.

Event description:
It was reported that during a carelink transmission the presenting and magnet electrogram strips from the device were "bad". The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.